Manufacturer narrative:
Additional information: breakdown of 16 events are as follows: cartridge damaged, cosmetic issues ¿ 1, cosmetic issues ¿ 1, delivery issue, haptic damaged ¿ 1, haptic damaged ¿ 8, haptic damaged, loading issues ¿ 1, haptic detached ¿ 2, lens damaged - 2. Serial numbers of suspect products: (B)(4). 8 investigations were completed, and 8 investigations are pending from this period. Out of the 8 completed investigations, the breakdown is as follows: haptic damaged ¿ 1, lens cut, haptic damaged ¿ 4, no product returned ¿ 3. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 16 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events. No further information provided.

Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Breakdown of 1 investigations with respective serial numbers are as follows: (B)(4) dc-haptic damaged the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Correction: section b5: it was reported in the latest follow-up MDR # 2648035-2020-00377, that there was 1 investigation. The total was updated to <noe> 6 </noe> from 1. Breakdown of investigations with respective lot/serial numbers are as follows was updated from 1 to 6. (B)(4) dc-haptic damaged (B)(4) dc-cosmetic issues (B)(4) no product returned (B)(4) lens cut,dc-haptic damaged (B)(4) no product returned (B)(4) no product returned the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: there are 8 investigations completed during this period. Breakdown of 8 investigations with respective lot/serial numbers are as follows: (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. (B)(4) lens cut, haptic damaged. (B)(4) cosmetic issues, haptic damaged. (B)(4) haptic damaged. (B)(4) no product returned. The investigations concluded that product met manufacturing release criterial and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.